Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Did the tissue seem thick or wide? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? Why did the surgeon decide to complete an ap versus attempting another transection staple line or pull through? In the photos we see two reload. How were they used and were both attempted to be fired? What is the current status of the patient?

Event description:
It was reported that during a bowel procedure, the device was fired across the bowel. The device cut through the tissue however no staples we deployed. The surgeon reported that he fired the device and when he removed the specimen he noticed that the ¿staple line was not in a straight line and were sporadic,¿ and they appeared ¿loosely attached¿ to the specimen. When he looked in the patients pelvis he also noted that there was a large number of staples that had collected in the pelvis, but he did not confirm whether or not they were b-formed shaped. The procedure took an additional 2 hours and the patient had to have their anus and rectum removed. The patient received an ap (whereby the rectum and anus was removed).

Manufacturer narrative:
Product complaint # (B)(4). Batch # p56x5w. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Photo evaluation summary: six photos were provided. Picture one shows the proximal part of a tyvek from the top view. The tyvek belongs to a cs40g device. Pictures two and three show the anvil of a device with a green reload loaded. The reload can be seen fully fired as all the drivers are up. Picture four shows a green reload. The reload can be seen fully loaded with staples. Pictures five and six show a tyvek. Lot number p92v64 and expiration date 2022-05-31. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. Corrected data: product problem. Type of reportable event. Additional information was requested and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? No preoperative therapy did the tissue seem thick or wide? Normal rectal tube/tissue. Was the device difficult to close? Device seemed to work perfectly normally. Was the device closed and repositioned multiple times prior to firing? Easy to close and if memory serves, was repositioned once before firing. Was the device difficult to fire? It fired easily and when removed had cut but not closed the two ends. There were staples fired but appeared to be loosely attached to tissue near the cut edges but not in any ordered way. Was the distal transection completed in one or multiple firings? The gun was only fired once, there was no reload. Can more information be provided about staple form? I did not spend time looking at the staple form-sorry. Why did the surgeon decide to complete an ap versus attempting another transection staple line or pull through? The patient was always going to have a permanent colostomy (low hartmanns procedure) as this was a palliative resection for a locally advanced recurrent ovarian cancer. In the photos we see two reloads. How were they used and were both attempted to be fired? We had already dissected to the pelvic floor to get the tumour out so when the staples failed there was no distal rectum to try and close with a second firing, as a result the best option was to remove the anal canal. What is the current status of the patient? The patient has made a full recovery and is awaiting chemotherapy in the community for her disease. Having an ape rather than a low hartmanns has not caused any long-term harm for the patient was the intent of the initial surgical procedure to perform a permanent colostomy? The patient was always going to have a permanent colostomy (low hartmanns procedure) as this was a palliative resection for a locally advanced recurrent ovarian cancer. Photo evaluation in progress. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for serious injury and is being considered an MDR malfunction.